Manufacturer narrative:
During the evaluation of the device at the third party service center, the customer's complaint was confirmed. The device's power supply and system board were replaced to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. The device was not in patient use.